Manufacturer narrative:
A visual examination revealed that a hair was contained within the device's sealed package/pouch. The hair was loose and not caught in the seal. The condition of the returned incident device was consistent with the complaint that a hair was present in the unopened device package. During manufacturing, the pouch is inspected for foreign material after product insertion, but not after the package is sealed. Therefore, the most probable root cause is manufacturing. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found no anomalies related to the customer's complaint.

Manufacturer narrative:
(Hair found inside sterile barrier).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that on (B)(6), 2010 an rx pre-curved ercp cannula was being unpacked and a human hair was seen inside the sterile packaging. No procedure was involved.

Event description:
It was reported to boston scientific corporation that on (B)(6), 2010 an rx pre-curved ercp cannula was being unpacked and a human hair was seen inside the sterile packaging. No procedure was involved.